Event description:
It was reported that the patient¿s blood glucose (bg) level reached almost 400 mg/dl while wearing the pod longer then 48 hours. After realizing elevated bg levels and experiencing pain, patient found the needle did not retract as intended; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The hard cannula was observed protruding past the needle well. The hard cannula was observed to be dislodged from the slide retract. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula resulted in the inability of the needle to retract. The formed needle was inspected for damages that would cause pain during insertion, but none were observed. The exposed needle can be confirmed as the cause of the pain during insertion. Excess material was observed on the slide retract. This damage was caused by the incorrect installation of the hard cannula. An 0x33 alarm was observed in the data. No timeouts nor drive stalls were observed in the data. The device was reset and rerun with a 5 unit bolus. No alarms were observed in the rerun, so there are no problems in this regard.